Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot history record could not be performed by the manufacturer. (B)(6), male ,patient, reported post-op bleed seven days (on (B)(6) 2010) following a tonsillectomy and went to emergency room. He was seen in the office the next morning on (B)(6) 2010 and had no active bleeding and no further reports of bleeding. The manufacturer is attempting to contact the physician for additional details about the incident. When additional information becomes available, the manufacturer will file a follow-up report.

Event description:
(B)(6), male, patient, had post op tonsil bleed seven days after surgery.